Event description:
This supplemental report is being filed to update the investigation conclusion code and additional manufacturing narrative.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this system exhibited an out of range pacing impedance measurement on the right ventricular (rv) channel which was greater than 3000 ohms. A review of the stored data showed jumpy impedance measurements had been occurring. A boston scientific technical services consultant confirmed there was no noise and instructed the caller that if the other lead measurements are stable then they can continue to monitor the system. The consultant instructed the caller to program off respiratory rate trend (rrt) to avoid over sensing due to interaction with minute ventilation (mv). No adverse patient effects were reported.